Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that while attempting to advance an optease ivc filter through the catheter sheath introducer (csi), the device became stuck (was impeded) and the hooks of the device popped through/out of the csi. There was no adverse event to the patient as a result of the reported product issue. Another device (same catalog/lot number) was used to successfully complete the procedure/treat the patient. There was no reported patient injury. There is no additional information available including: target lesion and target lesion characteristics, patient demographics, or procedural details. No additional information is available.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that while attempting to advance an optease ivc filter through the catheter sheath introducer (csi), the device became stuck (was impeded) and the hooks of the device popped through/out of the csi. There was no adverse event to the patient as a result of the reported product issue. Another device (same catalog/lot number) was used to successfully complete the procedure/treat the patient. There was no reported patient injury. There is no additional information available including: target lesion and target lesion characteristics, patient demographics, or procedural details. No additional information is available. The product was returned for inspection. One non sterile unit optease retrieval filter was received coiled inside a plastic bag. No dry blood residues were noted in returned unit. Several kinks were noted in the catheter sheath introducer at 5, 26 and 37 cm from suture collar. One filter hook (barb) was noted popped out from the sheath (csi). A frayed section next to the hook popped out was noted. The hook (barb) popped out and the frayed section was located at 73 cm approximately from the csi suture collar. The obturator and storage tube were not returned with complaint unit. The filter was pushed backward in order to advance the filter through the csi, however the hook (barb) popped out again as it was reported in the customer complaint. The filter was pushed out from csi, the filter barb received condition (bend) and the several kinks noted in the csi could be possible contributors to this reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint was confirmed; however, the exact cause of the failure could not be determined. Filter barb received condition (bend) and the several kinks noted in the csi could be possible contributors to this reported failure; however controls are in place to prevent this type of defects from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. (B)(4). Action taken: no corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process. The complaint was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information suggests that procedural factors may have contributed to the confirmed event.